Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. A review of the device memory noted that ert occurred on (B)(6) 2009 device will declare eol 3 months later. Programmer will declare eol, 85 days post ert per device memory ert date. Ert occurred on (B)(6) 2009, device was interrogated on (B)(6) 2010, which is 85 days from ert date. Device will revert to eol-vvi in 85- 90 days post ert.

Event description:
Boston scientific crm received information that this pacemaker went from elective replacement time (ert) to end of life (eol) is less than 90 days. Additionally, this pacemaker is included in the crystal timing component failure mode 2 product advisory which was initially communicated on 9/22/2005. The pacemaker was explanted and replaced without further incident.